Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one atlas gold pta dilatation catheter was received for evaluation. Complete detachment was noted to the distal end of the catheter shaft. The balloon was broken from the proximal catheter section but attached to the distal catheter section and was inverted. Frayed fibers were noted to the distal end of the balloon. Due to the condition of the device, functional testing was not performed. One photo was provided and reviewed. The photo shows the atlas gold balloon inverted and broken from the catheter shaft at one end but still attached to the inner guidewire lumen. The catheter shaft is seen completely detached with the rest of the detached segment not visible in the picture. Therefore, the investigation is confirmed for the reported break as the balloon is seen broken from the catheter at one end but still attached to the inner guidewire lumen. The investigation is confirmed for the identified detachment as complete circumferential detachment of the catheter shaft was seen. The investigation is also confirmed for the reported removal difficulty as the balloon was observed to be inverted, which would have occurred due to difficulty removing through the sheath. A definitive root cause for the alleged break, removal difficulty, and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 08/2026), g3. H11: e1, h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly came off the shaft but was still attached to the inner lumen. It was further reported that the pta balloon was pulled into the sheath and removed very slowly together with the sheath as one unit. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly came off the shaft but still attached to the inner lumen or shaft. It was further reported that the pta balloon and the sheath was allegedly removed as one unit. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return